Event description:
The lead was explanted due to infection.

Manufacturer narrative:
Evaluation summary: review of sterilization information for this device indicated a normal sterilization cycle as confirmed by concomitant parametric controls.